Manufacturer narrative:
Updated brand name, model and catalog number.

Manufacturer narrative:
Updated and removed insufficient from method code grid.

Manufacturer narrative:
Updated model, catalog number and brand name.

Event description:
It has been reported that the device has failed a self-test.